Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Mfg date: lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported on maude event report mw5056835 a physician performed an uneventful novasure ablation (exact date unknown). Approximately 14 months post procedure the patient started to experience "extreme pelvic pain". The patient presented to the emergency room and the physician performed an ultrasound which revealed "two large fluid filled sacs with one hematometra in the uterus and one hematometra the fallopian tube". The patient was given a choice of a "hysterectomy" or "removal of the fallopian tube" in conjunction with "draining the hematometra". It is unknown what was performed. No additional information forthcoming.